Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that it took forever to recharge the patient¿s implants and was taking 3+ hours which was a change. It was stated in one of the implantable neurostimulators (ins) they recharge to 100%, but it would be down to 50% in no time. Then they would charge back up to 75%, but 2 days later it would be down or maybe a week. It was clarified that it was sporadic with how quickly the ins depleted. It was noted they thought the doctor was going to follow-up with the manufacturer representative but wasn¿t sure if they had done so. No symptoms reported. The patient was implanted for dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare provider (hcp) reported that the troubleshooting performed related to the implantable neurostimulators (inss) taking long to recharger and depleting quickly was interrogating the devices. To resolve the issues, the charger was changed out and better coupling was achieved. The issues were resolved, however, the cause of the inss taking longer to recharger and depleting quickly was not determined.